Manufacturer narrative:
Date rec¿d by MFR: 10jul2019. A touch screen was return for analysis. An investigation was performed and the touchscreen was received with cracked or shattered glass. Due to the damage, no additional testing is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The service engineer (se) inspected the device. The se found the touchscreen had an intermittent operation. The se replaced the touchscreen and the ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen failed. There was no patient involvement. Event date not specified: estimate used.